Event description:
During a ptca procedure, the catheter froze on another manufacturer's wire. The catheter was removed with some difficulty. The wire was then wiped down and the catheter was used to complete the procedure. No patient injuries or complications were reported.